Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, which implies there was no adverse impact. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the problem happens again.